Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The light adjustable lens (lal, sn (B)(6), +5.0d) was explanted and replaced with a +11.0d lal (sn (B)(6)). The site noted that there was a refractive surprise and the patient needed different power. Based on the above information, it is clear that the initial iol power choice was not a good fit for this eye. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(6), +5.0d) was explanted on (B)(6)2023 and was replaced with a +11.0d lal (sn (B)(6)). Rxsight's first awareness of this event was on (B)(6) 2023.